Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the leads displayed high thresholds. The leads were capped and replaced. The patient was enrolled in the system longevity study (sls) clinical trial. No further patient complications have been reported as a result of this event.